Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.

Event description:
Pt left a voice mail message stating she had an eye infection. Attempts to contact the pt have been made with no reply to date. This is being filed as an unconfirmed eye infection.